Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft. Approximately three (3) years post initial procedure, the patient presented with aneurysm sac enlargement (unknown diameter) with an endoleak (at indeterminate origin). The physician elected to treat the patient by implanting one (1) endurant (non-endologix) device below the inferior mesenteric artery, and two (2) excluder (non-endologix) devices in the right and left common iliac arteries on (B)(6) 2022. The endoleak was successfully resolved. The final patient status was not reported.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft. Approximately three (3) years post initial procedure, the patient presented with aneurysm sac enlargement (unknown diameter) with an endoleak (at indeterminate origin). The physician elected to treat the patient by implanting one (1) endurant (non-endologix) device below the inferior mesenteric artery, and two (2) excluder (non-endologix) devices in the right and left common iliac arteries on (B)(6) 2022. The endoleak was successfully resolved. The final patient status was not reported. Additional information: the indeterminate endoleak was determined to be a type 3b endoleak.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the indeterminate endoleak was determined to be a type 3b endoleak of the bifurcated stent graft. The sac growth of 9.5mm was also confirmed. This is consistent with the reported adverse event/incident. Contributing factors for this event are as follows, which were off-label conditions: the aortic neck size was 17mm (when it should have been 18-22mm), and intended aortic vessel diameter for a 22mm bifurcated stent graft should be 18-20mm (but the distal aortic diameters on the pre-planning image were 14.4mm, 13mm and 9x18.7mm). The procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5: describe event or problem - updated. G3 awareness date. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.